Manufacturer narrative:
No button error alarm noted. The insulin pump had intermittent button response due to moisture damage keypad trace. It also had minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip, reservoir tube cracked, and missing end cap sticker. The device passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm, and displacement tests. No motor error alarms noted. The motor passed the motor test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 221mg/dl. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.